Event description:
This device was not actually in use on the pt, but found in a package delivered to her home for use on her PICC line. The blue tip in the end of the ultrasite valve on the 14 inch extension set was stuck in the depressed activated position when the package was opened. The ultrasite valve is made by bbraun.